Event description:
It was reported that while using bd vacutainer® k3e plus blood collection tubes that there was underfill or low draw of a tube with blood. This occurred with 10 tubes. The following information was provided by the initial reporter: less vacuum in edta tubes so less volume of blood is drawn.

Manufacturer narrative:
The following field was updated with additional information b.5. Describe event or problem: it was reported that while using bd vacutainer® k3e plus blood collection tubes that there was underfill or low draw of a tube with blood. This occurred with 10 tubes. The following information was provided by the initial reporter: less vacuum in edta tubes so less volume of blood is drawn. H.6. Investigation summary: bd received 2 photographs from the customer in support of this complaint, showing underfill. 20 retained samples were draw-tested with deionized water. From this testing, it was determined that all 20 tubes drew within specification. Bd was able to confirm the customers¿ indicated failure mode based on the attached photographs. Although the photographs provided by the customer do indicate a lack of draw, there is no evidence that the device was the cause of this defect. Testing of retained samples from this lot number did not confirm the reported defect. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® k3e plus blood collection tubes that there was underfill or low draw of a tube with blood. The following information was provided by the initial reporter: less vaccum in edta tubes so less volume of blood is drawn.

Manufacturer narrative:
E.7 initial reporter addr 1: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.